Manufacturer narrative:
The insulin pump passed pump self-test, off no power test, error test, displacement test, rewind test. The operating currents were in spec. Compromised force sensor system alarmed during basic occlusion test due to loose/protruded drive support disk. The pump was received with minor scratches on lcd window, cracked lcd window, cracked case at display window corners, partially broken off reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Event description:
The customer reported via phone call of a compromised force sensor system alarm and low blood glucose readings from the insulin pump. The customer's blood glucose reading was unknown. The customer treated the low readings with orange juice. The customer stated that insulin was squirting out during the manual prime process. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.